Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 406 mg/dl. It was unknown that the insulin pump was on auto mode at the time of incident customer reported that they had blank display. Customer stated the display was blank currently. Trouble shooting was performed for blank display. Customer stated display returned after insulin pump restart. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis